Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed to detect when the cassette was locked. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D9 - date returned to mfg 8/1/2025. Corrected a1,a2, a4 a5 a6. Health effect - impact code. There was no patient involvement. One device was returned for analysis. Visual inspection found a damaged(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a damage of the flex circuit. The flex circuit was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.